Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection in the gums, likely from a scratch of the gums from intubation during the implant procedure. The patient had teeth removed and is receiving antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. The patient is currently using their device to find effective therapy.